Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging control reading as blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. In addition a secondary issues were noted. The returned test strips were found to bent and have scratched electrodes with no assignable cause, and also were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.